Event description:
The device was used during a cystectomy procedure. It was reported by the affiliate that the device locked out and would not fire. The procedure was completed with a new device. There was no pt consequence.